Manufacturer narrative:
The product was returned and evaluated. The results of the return evaluation are: : pcb, other/defective, stuck in operate without battery mode

Event description:
Dealer is stating that the battery indicator is broken. No other information provided.